Event description:
The customer reports that the distal of the treotola ptd detached. Unable to locate the distal tip in the patient. The reported defect was detected during use. There is no patient injury, complication or consequence. The patient condition is reported as "fine". The user chose to leave the separated tip in the patient. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned a ptd catheter and a ptd rotator lidstock for analysis. Potential signs-of-use in the form of biological material was observed on the basket wire subassembly. Visual analysis of the returned sample revealed that the distal end of the black pebax tip was separated and not returned. Microscopic examination confirmed that the black pebax tip broke near the base of the distal basket. The tip material appeared jagged and uneven, indicating a stress related tear. All the basket wires were intact and secured within the basket connectors. No other defects or anomalies were observed with the ptd assembly. The pebax tip adhered to the basket measured .2755", which indicates that at least .2401" of the tip was separated and not returned based on the specifications limits of 0.5156-0.5626" per the basket tipped graphic. The ptd basket was able to advance or retract from the sheath with minimal resistance. The ptd catheter was placed into a lab inventory rotator to functionally test, and it was able to rotate. No functional issues were found. A device history record review was completed and no relevant findings were found to suggest a manufacturing related cause. The IFU provided with the kit states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered, and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was broken off. The tip material appeared jagged and uneven, indicating a stress related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Potential lot# 13f19d0581.

Event description:
The customer reports that the distal of the treotola ptd detached. Unable to locate the distal tip in the patient. The reported defect was detected during use. There is no patient injury, complication or consequence. The patient condition is reported as "fine". The user chose to leave the separated tip in the patient. Therapy was not delayed/interrupted.